Manufacturer narrative:
The technician found the siderail mounting bracket was bent which prevented the siderail from latching. The technician replaced the mounting bracket and the associated hardware to repair the bed.

Event description:
Info received indicates the right head siderail cannot be latched into the up position.